Event description:
It was reported by an health care professional (hcp) that this right atrial (ra) lead had a low out of range pace impedance. The pace impedance had been fluctuating from less than 100 to 400 ohms. Threshold was set to 1 millivolts, in bipolar configuration, yet it was hard to determine capture. Noise was also seen on the ra lead. The patient has complete heart block, but does not pace much in the atrium. Technical services discussed programming options, the older age of the lead, and pacing lead performance. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.